Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with the sensor. He stated that the readings were off. The customer's blood glucose was 47 mg/dl. The customer had 16 glucose tablets. The product was not returned for analysis.